Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from unknown location after ending their pd treatment. The patient reported receiving a balloon valve leak warning during step 5 of setup and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated they had no adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indication of dried fluid within the cassette compartment. There were visual indications of dried fluid on top of the pump door. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During a simulated treatment attempt, an air detected in cassette warning occurred and the treatment would not advance. The treatment test was cancelled to troubleshoot the fault. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there was fluid in the filters of the pump assembly. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. After replacing the filters, a simulated treatment post-accelerated stress test 2-hour 15-minute 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. Fluid in the filters is related to the reported air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from unknown location after ending their pd treatment. The patient reported receiving a balloon valve leak warning during step 5 of setup and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated they had no adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.